Event description:
Nihon kohden enterprise gateway sends patient monitoring data to it's gw4 for use in the electronic privacy information center (epic). Due to the connection being temporarily broken on the it side, the proxy service in the nihon kohden server required restart. This occurs every time the connection is broken and requires manual restart of that proxy service. All of the other hl7 integrations do not require this manual intervention and always automatically re-connect and data starts flowing. We have requested nk to find a solution that allows this service to detect and issue and re-start on their own or fix the root cause.